Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated an oxygen source issue valve stuck open error code and had low tidal volume. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018. Date of manufacturer: 02oct2018. The service engineer (se) inspected the device and found that the ventilator had been stored for about a year. The se was not able to duplicate the reported issue.